Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issue"). The patient was treated with surgery (underwent a transvaginal hysterectomy with bilateral salpingectomy due to complications from essure). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 30-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included pap smear abnormal, smoker, nicotine dependence, urticaria, cramp in lower abdomen, abdominal cramps, menstruation abnormal, gi upset, heavy periods, cervical pap smear normal, sleep problem, pain in hip, low back pain, neck pain, back pain, insomnia, menstrual cycle abnormal, genital hemorrhage, abdominal pain, nausea, diarrhea, sinus pain, headache, intermittent fever, chills, earache, sore throat, depression, herpes simplex type I, menometrorrhagia, bunion, cigarette smoker, cervical dysplasia, human papilloma virus infection, regular astigmatism, lens induced glaucoma, myopia, acute sinusitis, body mass index normal, uterine bleeding, multigravida, parity 3, pain menstrual, bloating, urinary urgency, nauseous, endometrial biopsy and skin disorder nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: metal anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issue"). The patient was treated with surgery (underwent a transvaginal hysterectomy with bilateral salpingectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal appearing endometrium, the essure coils were placed easily under direct visualization with 4 coils visible bilateral following placement on the right and left. Approximately 4 coils were seen bilaterally. Diagnostic results: on 2012 tubal ligation was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhea, anxiety, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: metal anguish, dysmenorrhea (cramping), did not undergo confirmation test. Onset date of event pelvic pain were update. Outcome of event pelvic pain was updated. Concomitant disease, historical drug, reporter were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 30-year-old female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: * on 2012 tubal ligation was done. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pap smear abnormal, cigarette smoker, nicotine dependence, urticaria, cramp in lower abdomen, abdominal cramps, menstruation abnormal, gi upset, heavy periods, cervical pap smear normal, sleep problem, pain in hip, low back pain, neck pain, back pain, insomnia, menstrual cycle abnormal, bleeding genital, abdominal pain, nausea, diarrhea, sinus pain, headache, intermittent fever, chills, earache, sore throat, depression, herpes simplex type I, menometrorrhagia, bunion, cigarette smoker, cervical dysplasia, human papilloma virus infection, regular astigmatism, lens induced glaucoma, myopia, acute sinusitis, body mass index normal, uterine bleeding, multigravida, parity 3, pain menstrual, bloating, urinary urgency, nauseous, endometrial biopsy and hypertrophy of skin. Concomitant products included celecoxib, cetirizine hydrochloride (cetirizine hcl), esomeprazole, fexofenadine, ibuprofen, mestranol;norethisterone (ortho novum), paracetamol (acetaminophen) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 7 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), anxiety ("psychological or psychiatric problems condition: metal anguish") and depression ("depression"). The patient was treated with surgery (underwent a transvaginal hysterectomy with bilateral salpingectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, depression and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal appearing endometrium, the essure coils were placed easily under direct visualization with 4 coils visible bilateral following placement on the right and left. Approximately 4 coils were seen bilaterally. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhea, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received . Concomitant medication added. Events depression, nickel allergy were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 30-year-old female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: on 2012 tubal ligation was done. Previously administered products included for prevent pregnancy: iud from 2009 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included pap smear abnormal, cigarette smoker, nicotine dependence, urticaria, cramp in lower abdomen, abdominal cramps, menstruation abnormal, gi upset, heavy periods, cervical pap smear normal, sleep problem, pain in hip, low back pain, neck pain, back pain, insomnia, menstrual cycle abnormal, bleeding genital, abdominal pain, nausea, diarrhea, sinus pain, headache, intermittent fever, chills, earache, sore throat, depression, herpes simplex type I, menometrorrhagia, bunion, cigarette smoker, cervical dysplasia, human papilloma virus infection, regular astigmatism, lens induced glaucoma, myopia, acute sinusitis, body mass index normal, uterine bleeding, multigravida, parity 3, pain menstrual, bloating, urinary urgency, nauseous, endometrial biopsy, hypertrophy of skin and spotting between menses. Concomitant products included ethinylestradiol;norethisterone (norinyl) and mestranol;norethisterone (ortho novum) for contraception as well as celecoxib, cetirizine hydrochloride (cetirizine hcl), esomeprazole, fexofenadine, ibuprofen, paracetamol (acetaminophen) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 1 month 7 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy /allergic reaction"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), anxiety ("psychological or psychiatric problems condition: metal anguish") and depression ("depression"). The patient was treated with surgery (underwent a transvaginal hysterectomy with bilateral salpingectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and heavy menstrual bleeding had resolved and the menstrual disorder, anxiety, dysmenorrhoea, depression and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal appearing endometrium, the essure coils were placed easily under direct visualization with 4 coils visible bilateral following placement on the right and left. Approximately 4 coils were seen bilaterally. Patient had took otc condoms to prevent pregnancy. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhea, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information, medical history added. Date of removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 30-year-old female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included pap smear abnormal, cigarette smoker, nicotine dependence, urticaria, cramp in lower abdomen, abdominal cramps, menstruation abnormal, gi upset, heavy periods, cervical pap smear normal, sleep problem, pain in hip, low back pain, neck pain, back pain, insomnia, menstrual cycle abnormal, bleeding genital, abdominal pain, nausea, diarrhea, sinus pain, headache, intermittent fever, chills, earache, sore throat, depression, herpes simplex type I, menometrorrhagia, bunion, cigarette smoker, cervical dysplasia, human papilloma virus infection, regular astigmatism, lens induced glaucoma, myopia, acute sinusitis, body mass index normal, uterine bleeding, multigravida, parity 3, pain menstrual, bloating, urinary urgency, nauseous, endometrial biopsy and hypertrophy of skin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: metal anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issue"). The patient was treated with surgery (underwent a transvaginal hysterectomy with bilateral salpingectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal appearing endometrium, the essure coils were placed easily under direct visualization with 4 coils visible bilateral following placement on the right and left. Approximately 4 coils were seen bilaterally. Diagnostic results: on 2012 tubal ligation was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhea, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 30-year-old female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." Medical conditions: on 2012 tubal ligation was done. Previously administered products included for prevent pregnancy: iud from 2009 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included pap smear abnormal, cigarette smoker, nicotine dependence, urticaria, cramp in lower abdomen, abdominal cramps, menstruation abnormal, gi upset, heavy periods, cervical pap smear normal, sleep problem, pain in hip, low back pain, neck pain, back pain, insomnia, menstrual cycle abnormal, bleeding genital, abdominal pain, nausea, diarrhea, sinus pain, headache, intermittent fever, chills, earache, sore throat, depression, herpes simplex type I, menometrorrhagia, bunion, cigarette smoker, cervical dysplasia, human papilloma virus infection, regular astigmatism, lens induced glaucoma, myopia, acute sinusitis, body mass index normal, uterine bleeding, multigravida, parity 3, pain menstrual, bloating, urinary urgency, nauseous, endometrial biopsy and hypertrophy of skin. Concomitant products included ethinylestradiol;norethisterone (norinyl) and mestranol;norethisterone (ortho novum) for contraception as well as celecoxib, cetirizine hydrochloride (cetirizine hcl), esomeprazole, fexofenadine, ibuprofen, paracetamol (acetaminophen) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 7 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy /allergic reaction"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issue"), anxiety ("psychological or psychiatric problems condition: metal anguish") and depression ("depression"). The patient was treated with surgery (underwent a transvaginal hysterectomy with bilateral salpingectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, anxiety, dysmenorrhoea, depression and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal appearing endometrium, the essure coils were placed easily under direct visualization with 4 coils visible bilateral following placement on the right and left. Approximately 4 coils were seen bilaterally. Patient had took otc condoms to prevent pregnancy. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhea, anxiety, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome updated: pelvic pain, vagina bleeding, menorrhagia, hypersensitivity. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.